Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown due to battery depletion. There was no reported impact to the customer¿s blood glucose level. Reportedly, the issue was resolved, and the customer continued using the pump. Customer declined to perform troubleshooting with tandem technical support. No additional patient or event information was available.